Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's display screen froze while monitoring a patient. The reported issue was observed while in use on a patient, however, no adverse patient impact was reported by the customer.